Event description:
It was reported that bd alaris secondary set was occluded. The following information was received by the initial reporter with the following verbatim: patient side occlusion alarms due to positional IV. No patient harm reported. No additional details provided. Sometimes experience occlusion alarms when y-siting two primary infusions together rates could be different or the same. No patient harm reported. No additional details provided. Cpc reviewed pump and selectable mode.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.